Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered.

Event description:
The customer called into technical support (ts) reporting that the device intermittently displaying diagnostic code primary alarm failed and error (post) speaker test. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer is reporting the pm board is passing but the mc board is failing with the error code. The rse recommended ordering and replacing the motor controller board speaker. The customer replaced the power management board speaker to resolve the reported problem and requested to close the case.